Event description:
During evaluation of a returned spectrum infusion pump, the device had a delayed keypad response. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, the device had delayed keypad response. The cause was identified to be a failed processor printed circuit board (pcb) which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.